Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The pump head was replaced, and operation has been checking working proper. The subject device will not be sent back to olympus for further evaluation and repair. Therefore, the investigation was performed based on the provided information by the customer and field service. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device pumps do not maintain adequate pressure when supplying water. There were no reports of patient harm.